Event description:
It was reported that the patient underwent a revision procedure to replace the spinal cord stimulation (scs) implantable pulse generator (ipg). This event was previously reported. See MFR. Report # 3006630150-2023-02959.

Event description:
It was reported that the patient underwent a revision procedure to replace the spinal cord stimulation (scs) implantable pulse generator (ipg).